Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending (plad). The 3x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a dissection was noted and the stent was also noted to have not fully expanded and did not appose entirely to the vessel wall due to lesion condition. Therefore, another 3x48mm xience xpedition stent was implanted over the initially implanted stent to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulty or patient effect; however, the subsequent treatment appears to be related to operational context. It was reported that after deployment of the stent, the stent did not fully appose to the vessel wall. Factors that may contribute to a stent and vessel apposition issue include, but are not limited to, stent placement, patient anatomical morphology (calcification, tortuosity), inflation problems, or under sizing of the vessel. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported wall apposition issue. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending (plad). The 3x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a dissection was noted and the stent was also noted to have not fully expanded and did not appose entirely to the vessel wall due to lesion condition. Therefore, another 3x48mm xience xpedition stent was implanted over the initially implanted stent to treat the dissection. There was no adverse patient sequela. No additional information was provided.